Event description:
Dealer stated that the chair came in to the service shop and the top of the crossbrace is bent where the upholstery attaches to. Dealer stated it is bent in towards the middle and he is not aware how this happened. He placed a new order on order number (B)(4).

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model trex20r, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1110546 rev. G (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.